Event description:
It was reported that when using the bd pyxis¿ anesthesia station es hntxormpa8 was not powering on and remote smart service shown offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. The field service engineer (fse) checked the station and found that it was powered off and that the uninterruptible power supply was not turned on. The fse verified and secured all power connections, rebooted the system, and performed power testing. The station was tested and confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.